Event description:
It was reported black particulate matter was observed in the cap of a revaclear, 400. The event occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The actual device was not available; however, two photos of the sample were provided for evaluation. The first photo showed a dialyzer with what it looked like to be a particulate matter inside the header cap. The second photo showed a dialyzer with the lot number associated with the complaint. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.